Event description:
Info received indicates the left foot siderail will not latch.

Manufacturer narrative:
Findings: first occurrence-monitor field performance. The technician found that the latch which connects into the frame slot and is activated by pulling the outside lever was burred and did not fit into the slot. He sanded the burr off of the latch to repair the bed.